Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the lesion was 75% stenosis without calcification of lad. The physician tried a diagnosis of y-stent of lad (cypher3.0-33) and d1 (driver3.0-24). However, it was not able to pull out because, the tip of catheter was caught on driver stent. Therefore, he withdrew at gc, gw and this catheter together. He noticed the damage of tip of the catheter. Driver stent seemed to have shrunk a little. It was asked for analysis of the damage of the tip of this catheter. Patient condition: good.